Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to a broken stem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Shell porous with multi holes 58 mm p/n 00620205820 l/n 62777618; bone screw self-tapping p/n 00625006525 l/n 62878535; trilogy bone screw 6.5x30 p/n 00625006530 l/n 62803364; trilogy longevity constrained liner p/n 00633405832 l/n 62397059; versys 12/14 femoral head 0x32 p/n 00801803202 l/n 62790555. Reported event was confirmed by review of x-rays provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The x-ray review states :the acetabular cup angle of inclination is mildly steep, at approximately 49°. The acetabular cup component appears intact, without gross evidence of loosening. The femoral head component is centered within the acetabular cup. There is transverse fracture of the small femoral stem at its midportion, with varus angulation of the distal femoral stem fragment. The femoral stem fracture is located just distal to the cut surface of the femoral neck osteotomy. No periprosthetic bone fracture is demonstrated. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.